Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non healthcare professional reported that during iol implantation (after applying visco material to the cartridge and then subsequent displacement of the piston), the iol was found to be stuck inside while the piston was moving over the iol. Due to the ongoing operation, implantation of a replacement iol of the same dioptric power is subsequently necessary. Additional information has been requested.

Manufacturer narrative:
The product was returned for analysis and the reported complaint was observed. The device was returned in a blister tray inside the carton. The lock-out assembly has been removed. Viscoelastic is observed in the device. The plunger is advanced at the wound guard and is advanced over the lens. The lens is advanced into the nozzle entry and is misfolded. Received photos shows an suspect device. The iol appears to be advanced to mid nozzle and the plunger has advanced override the iol. We are unable to determine the root cause for the reported complaint "iol was found to be stuck inside while the piston ". Plunger override was observed. Plunger override may occur: ¿ if the lens has become misaligned in the lens bay during the manufacturing process. ¿ due to the use of a non-qualified viscoelastic. Material properties of non-qualified ovds may contribute to underfill, overfill, misfolding of the haptics, or other inconsistent folding outcomes. ¿ if inadequate viscoelastic is placed in the device this will cause inadequate coverage of the lens fold path which may cause the lens to advance incorrectly or become ¿stuck¿ in the device allowing the plunger to override the lens. ¿ if the operating room temperature is too high (> 23°c / 73° f) lens folding consistency is negatively affected, the lens is more adherent and this may inhibit lens advancement. Any of the above listed causes alone, or in combination, may create the reported event. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).